Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received this information. A good faith effort has been made, and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be re-opened to assess the level of investigation needed.

Event description:
It was reported that after use with an unspecified bd vacutainer® sodium citrate blood collection tubes erroneous results occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported customer experienced erroneous results when using product.